Event description:
It was reported during a pta of a brachiocephalic vein, the doctor inflated the balloon, but it would not deflate. The doctor took the balloon up to the rate of burst to try to get it to rupture, so he could get it out, but it did not rupture. The doctor manipulated the balloon and was able to get it into the sheath. The doctor removed the sheath and balloon as one unit. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation, as it was discarded by the user facility. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.